Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is till in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report 1 of 2 was rec'd from the USA stating that the device had a vibration. It is known that the device was being used during surgery. It is known there were no injuries. It is unknown if medical intervention was reported. The date of the event is unknown. There was no add'l info provided.